Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown. The date of the customer's last blood glucose recorded in the glucose meter or the insulin pump was (B)(6) 2014. The customer's glucose meter was kroger brand meter. The caller stated that the event leading to the customer's death was fluctuating blood glucose levels; the blood glucose levels were all over the place, the customer had passed out and had fallen down. The cause of the customer's death was renal failure. The customer was not wearing the insulin pump at the time of death and the device was removed two days before passing. The caller stated that she made the choice of disconnecting the insulin pump because the customer was incoherent. The caller stated that they wanted to donate the customer's insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).